Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clips are not forming properly and falling from the jaws of the device. The procedure was completed with autosuture and opening another device to complete the case. There was no consequence to the pt